Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.54.5/093 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed due to excessive vault. The problem was resolved. Cause of the event is unknown. Reportedly, "the arch height of the crystal was too high after implantation, and the patient was worried about the risk of a second operation and asked to remove it. After repeated communication with the doctor, the crystal was finally removed."

Manufacturer narrative:
A4-a6: unk. H6: work order search - no similar complaints within associated lots were found. Claim# (B)(4).